Event description:
(B)(6) customer received a blood glucose reading of 21.0mmol/l from her contour link and a reading of 5.6mmol/l from another meter. She also ran blood tests during the call and received 19.4mmol/l from the contour link and 9.4mmol/l from the other meter. The differences between the readings fall in the "d" and "c" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. It was asked that the test strips be returned for evaluation.

Manufacturer narrative:
The model # was not provided.